Event description:
Caregiver assisted the resident to be transferred from wheelchair to her bed. When caregiver raised the resident from wheelchair, she noticed that the wheelchair raised as well. The caregiver placed a hand on the lifting arm handle and pushed down on the wheelchair with her other hand. As the wheelchair went down due to caregiver pushing it down, the resident's weight shifted forward, towards the lower bar of lifting arm. This caused the sling and/or the bar to press tight against her groin area, causing an injury. Please ref MFR #9681684-2013-00033.